Manufacturer narrative:
The device was returned for analysis. Visual inspection showed dried body fluid found on the handle, main body tubing, distal end. Dried saline was found on the distal end and inside the irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device functioned normally through three 2-minute ablations. After ablation testing was finished, saline leaked out of the end of the strain relief when the handle was tilted. The handle was opened. An irrigation line and metriq pump were connected to the luer fitting. At 30ml/min flow rate, a droplet started to form on the outside of the lumen. A cut in the lumen was found under the drop. The interior of the device handle and lumen hole region were patted dry with a towel and allowed to air dry. The cut/hole in the lumen was capped off using uv cure adhesive. After capping the lumen, the device was pressure decay tested. The irrigation holes and mes sealed off with a touhy bourst seal and the device was connected to isaac tester. Pressure decay values ranging from 0.105 to .1132 psi were observed at this time. This pressure decay value was indicative of a device that very likely does not have a problematic lumen leak condition. The electrical integrity of the device was re-examined, focusing on the thermocouple (tc) circuit. A highly resistive short was present between the tip electrode and the tc circuit. This resistive short was on the order of 40-50 m-ohms. The tip electrode was then submerged in saline. After irrigating the catheter with a metriq irrigation pump for less than 30 seconds at 30 ml/min the resistive short between the tip and tc circuits dropped significantly, on the order of 1.5-2.0 m-ohms.

Event description:
It was reported that poor catheter temperature control occurred. During an ablation procedure for atrial fibrillation, the blazer open-irrigated catheter temperature exceeded once ablation was being started. The stockert generator was in manual mode at 30ml/sec irrigation. The catheter was removed and the event resolved. The procedure was completed with a different device. The patient was in stable condition following procedure.

Event description:
It was reported that poor catheter temperature control occurred. During an ablation procedure for atrial fibrillation, the blazer open-irrigated catheter temperature exceeded once ablation was being started. The stockert generator was in manual mode at 30ml/sec irrigation. The catheter was removed and the event resolved. The procedure was completed with a different device. The patient was in stable condition following procedure.